Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The maryland bipolar forceps instrument was analyzed and found to have a retracted conductor wire insulation at the yaw pulley. There was no material missing and the conductor wire was exposed. The instrument failed an electrical continuity test. No signs of thermal damage were observed. Visual inspection revealed no signs of missing parts. Components adjacent to the damaged wire insulation do not show damage which may indicate potential mishandling/misuse. For clarification, the customer reported complaint of metal cable broken was confirmed as a retracted conductor wire insulation. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.